Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0064 boston scientific lead, implanted: (B)(6) 2003; 5076-52 lead, implanted (B)(6) 2003; 419378 lead, implanted (B)(6) 2003; dvbb1d1 ICD, implanted (B)(6) 2014; 6707-15 (x's 2) adapter, (B)(6) 2014; 5866-24m adapter, (B)(6) 2014. This device was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) appeared in the event summary of the remote transmission, but there was no sign of a lead warning or out of range impedance in the transmission. The device remains in use and no patient complications have been reported as a result of this event.